Manufacturer narrative:
H3: analysis of the returned ins (s/n (B)(6)) revealed that, although the longevity prediction model was only validated for lower frequencies, its estimate that a device at the patient¿s settings would last somewhere around the 1-2 year range aligns with the actual performance of the device. Analysis concludes that the battery of this device depleted as expected due to the frequency and current amplitude to which the device was programmed. No further investigation is warranted. H3: analysis of the returned lead (l/n va2rls4) revealed that the outer insulation was melted in the body of the lead which is consistent with electrocautery use in the proximity of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that device was found to be at end of service one year post op. Patient states they had the device on program 2 at 5.3- device was originally set at 3.4 post op last june. Patient turned device up to 5.3 in september. Device is fully depleted as of 6/26/2024. Upon removal of the right side battery, right side lead was tested and no motor response was noted at any stimulation level. Hcp opted to replace the lead at this time and discovered a kink in the lead within the pocket site. Device was revised.

Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va2rls4; implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 01-sep-2024, UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.